Event description:
Device malfunction: none. Symptoms/ae: unspecified "nerve damage". Time of symptoms/ae: two years post procedure. A consumer reported exhibiting unspecified symptoms of "nerve damage" subsequent to an unspecified procedure performed in 2006, in which arteriotomy close was achieved with a starclose device. The consumer's physician reports that arteriotomy closure was achieved without any issues encountered. The patient was discharged with no pain, issues or complaints. Two years post procedure, the patient reportedly has consulted several vascular surgeons due to unspecified symptoms. Two evaluations were reportedly "fine". The third vascular surgeon performed exploratory surgery of the femoral artery. Information regarding the outcome of the exploratory surgery was not provided. No additional information was available.

Manufacturer narrative:
Reportedly, the starclose clip remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.